Event description:
It was reported the device displayed error code 1270, has a bad lens and is continuously beeping. No patient injury was reported.

Manufacturer narrative:
Additional information was received confirming there was no patient involvement, issue was found during preventive maintenance testing. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The investigation found that the device alarmed and exhibited "error code 1270." It was also found that the device was double beeping, the investigation determined that corruption of the ram of the circuit board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The circuit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.